Manufacturer narrative:
H3: analysis of the ins (s/n:(B)(6) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (s/n: (B)(6) revealed that the lead was returned segmented; however electrical testing of the returned seg ment(s) determined that continuity was complete and there were no electrical shorts between the circuits. H6: codes have been updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The device was returned for analysis.

Manufacturer narrative:
H3: analysis not completed at this time; when analysis is completed additional supplemental rr will be submitted. Continuation of d10: product ID 977c165 lot# serial# (B)(6): product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 06-jun-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.